Event description:
Customer stated that reservoir only has one o-ring. Analysis of the returned reservoirs revealed leakage at second o-ring.

Manufacturer narrative:
Unable to confirm customer received reservoir with 1st missing inside the package. During the testing, one reservoir leaked at 2nd o-ring.